Event description:
Baxter reported "connection of titanium adapter and pt adapter was loose, could not tighten adapter clamp." There was no pt injury or medical intervention reported. No additional details are available.

Manufacturer narrative:
A device sample is anticipated, but has not yet been rec'd for evaluation. A follow up report will be submitted when the evaluation is completed.